Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a basal rate insulin delivery. The customer's blood glucose was 76 mg/dl. It was stated that the customer's blood glucose was high the night before, the site was changed, and when the customer awoke, his blood glucose was still high. During troubleshooting, it was stated the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. It was not possible to rewind as the insulin pump was looping during the prime and rewind sequence. The piston was not moving when attempting to rewind. It was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the displacement test due to a broken end cap. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).